Event description:
It was reported that the patient experienced a loss of stimulation and a return of bilateral upper extremity tremor while charging the deep brain stimulation (dbs) implantable pulse generator (ipg). However, when the charger was adjusted over the ipg, the symptoms resolved. The database analysis performed identified a bluetooth fault code when charging the ipg. Noise from the charging field for the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. No other anomalies were found with the analysis as the device displayed a normal charge log and all impedances were within expected range. A firmware update has been performed on the ipg, and the device remains implanted in the patient and delivering therapy. Additional information received indicated that the ipg firmware update was performed and has resolved the bluetooth fault code error when charging the ipg. The patient is able to successfully charge the ipg without interruption. No further action is needed.

Manufacturer narrative:
B3: exact date unknown, event occurred approximately one month prior to the aware date.

Event description:
It was reported that the patient experienced a loss of stimulation and a return of bilateral upper extremity tremor while charging the deep brain stimulation (dbs) implantable pulse generator (ipg). However, when the charger was adjusted over the ipg, the symptoms resolved. The database analysis performed identified a bluetooth fault code when charging the ipg. Noise from the charging field for the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. No other anomalies were found with the analysis as the device displayed a normal charge log and all impedances were within expected range. A firmware update has been performed on the ipg, and the device remains implanted in the patient and delivering therapy.